Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e0750 ventilator dependent.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient experienced a hyperglycemic event which required hospitalization. The patient contacted dexcom regarding a lost receiver at the hospital, and when the patient was asked if the cgm was functioning as intended during the event, the patient could not confirm if a possible cgm malfunction contributed to the hyperglycemic event. On the day of the event the patient lost consciousness and was admitted into the hospital. The patient does not remember all event details, but stated that she had gone into diabetic ketoacidosis, suffered a ¿mini¿ stroke, and was put on a ventilator. The patient regained consciousness the same day but was admitted for 7 days. Patient only remembers that her head was hurting bad. During the hospitalization, at an unknown time the blood glucose reading was 700 mg/dl, and the patient was treated with insulin. No cgm readings were reported from the event. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.